Event description:
Event description guidant received infromation from an attorney that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) expired in august, 2005, and that device involvement with the patient's death has been alleged. To data no fault codes or other allegations have been received regarding the functionality of this device.

Manufacturer narrative:
H6 - not returned. Event conclusion on june 23, 2005, guidant notified physician regarding contak renewal 3, contak renewal 4, renewal 3 and 4 avt and renewal rf devices that were susceptible to and internal component failure, a magnetic switch, which could become stuck in the closed position, which would result in both beeping tones and therapy inhibition. This device is included in this subset of devices. On may 12, 2006, guidant notified physicians regarding vitality he and contak renewal 3 and 4 devices. If these devices are implanted subpectorally with the serial number toward the ribs, repeated mechanical stress applied to a specific area of the csase may induce component damage and device malfunction. This device is included in this group of devices, though guidant does not have specific information regarding the implant orientation. The device was reportedly buried with the patient, and will not be retuned to guidant for analysis. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.